Event description:
Meter name: ot profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A pt reported the pt had two coma's due to the co's meter missing segments. Their meter allegedly was missing segments. The result on their meter was unknown. Unknown if any comparisons were done. Treatment was unknown. No further info has been reported.